Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/17/2015 for investigation. Investigation results for the returned platform are as follows: visual inspection of the returned platform was performed and found that the motor cover was damaged and the orange led on the front panel membrane was flickering. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. A review of the platform's archive data was performed and found multiple occurrences of ua 7 on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 7 message was also duplicated when the platform was powered on for functional testing. Further investigation determined that the load cells were not functioning. Based on the investigation, the parts identified for replacement were the load cells, the motor cover and the front panel membrane. In summary, the customer's reported complaint of the platform displaying a ua 7 message was confirmed through review of the platform's archive data and was also replicated when the platform was powered on for functional testing. The root cause was determined to be the load cells, which were not functioning. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing. A load cell characterization test was also performed, which verified that the new load cells were functioning within specification.

Event description:
It was reported that during a shift check, the autopulse platform consistently displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. Customer reset the autopulse lifeband but the advisory message did not clear. No patient involvement was reported. No further information was provided.